Event description:
It was reported that sticky foreign matter was found on the bd plastipak¿ concentric luer lock syringe stopper. The following information was provided by the initial reporter, translated from french: "on the bd plastipack (IV) syringes, there is oozing at the level of the black rubber... To the touch, it is sticky. It is very disturbing knowing that if we use them in IV, there will undoubtedly be migration of the following substance towards the patient. The problem has been found on all the syringes stored in our new pharmacy room in nis1. It is true that it is hot in this room. I have just installed a thermometer in order to know the exact temperature (28 degrees at the moment) of the room concerned. However, it should be known that in this summer period that we all know, it is hot in the whole unit despite the air conditioning (in the corridor). We have stocks of bd plastipak syringes in numerous carts in all the care rooms where it is just as hot as in the room concerned by the problem. I hypothesize that it is related to a too high temperature. However, the company does not know what the maximum temperature of the bd plastipack syringes can resist or comply with !!!! This is very puzzling."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 05-oct-2022. H6: investigation summary several samples along with photos were provided to our quality team for investigation. Through visual inspection of the photo, silicone can be observed on the stopper, however, it cannot be confirmed it is in excess. All physical samples were evaluated, no foreign particles can be observed in any of the samples. A device history review was performed for reported lot 2204023, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Lubricant is employed during the syringe assembly process to lubricate the cylinders in the silicone station. The silicone employed in this product is a medical grade silicone authorized for product use. Silicone content tests are performed during the manufacturing process of each lot number. Results were reviewed for the reported lot and found to be within specification. Testing was performed on the returned samples, finding only one sample above the required limits. While we cannot identify a direct issue, the silicone was likely visible due to a failure in the silicone station.

Event description:
It was reported that sticky foreign matter was found on the bd plastipak¿ concentric luer lock syringe stopper. The following information was provided by the initial reporter, translated from french: "on the bd plastipack (IV) syringes, there is oozing at the level of the black rubber... To the touch, it is sticky. It is very disturbing knowing that if we use them in IV, there will undoubtedly be migration of the following substance towards the patient. The problem has been found on all the syringes stored in our new pharmacy room in nis1. It is true that it is hot in this room. I have just installed a thermometer in order to know the exact temperature (28 degrees at the moment) of the room concerned. However, it should be known that in this summer period that we all know, it is hot in the whole unit despite the air conditioning (in the corridor). We have stocks of bd plastipak syringes in numerous carts in all the care rooms where it is just as hot as in the room concerned by the problem. I hypothesize that it is related to a too high temperature. However, the company does not know what the maximum temperature of the bd plastipack syringes can resist or comply with !!!! This is very puzzling."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.